Event description:
An endovascular stent was successfully advanced to the target lesion site in the pt's iliac artery. Upon inflation of the balloon, the stent expanded asymetrically, more distal than proximal and resulted in stent extension into the aorta. There were no clinical sequelae reported relative to this event.